Event description:
Kimberly-clark received a report stating, home health nurse went to replace patient's tube yesterday, and when she opened the outside box, which was taped, the inside blister pack wasn't sealed. The nurse consulted with the patient's physician and it was decided to use the tube, even though it was opened, as gastric contents were leaking from the stoma. The tube was replaced as soon as another one could be secured from the physician's office. No report of patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was discarded by user and not available to kimberly-clark for evaluation. The device label states,"do not use if package damaged." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by customer.